Event description:
Pt reported receiving an 04 (occlusion) alarm while attempting to deliver a bolus. Her blood glucose levels were elevated "hi" on blood glucose meter (generally >600 mg/dl). Pt's normal range is 70-200 mg/dl. She indicated that she was using a new cartridge, new batteries, a new piston rod, new tubing and site with the backup infusion device. Pt stated that she experienced the issue previously on a different infusion device. She disconnected from the infusion device and successfully delivered 4 units of insulin into the air. Pt stated that she reconnected to the site and successfully delivered 8 units of insulin into her body. Later, pt indicated that the alarm recurred. She indicated that she believed the issue was related to the piston rod, since she was able to remove the piston rod, adjust the blue cog wheel, reinsert the piston rod into the device, and it functioned properly. She indicated that at the request of her physician, she disconnected from the infusion device for one week to regulate her blood glucose level. Pt then returned to using the infusion device with new accessories and has not had any issue since. No product will be returned for eval.